Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked after an impact, though the device continued delivering insulin and blood glucose was not affected. The device required replacement and the user was advised that data would not transfer and setup would need to be repeated. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included device replacement without medical intervention or hospitalization. Investigation included a review of user report and case handling to assess device function and the nature of the physical damage. Investigation of this case revealed physical damage to the touchscreen consistent with user-induced impact while insulin delivery remained functional, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to external physical impact.